Manufacturer narrative:
(B)(4). Date sent: 05/09/2025. D4: batch #unk. B3. Date of event unknown. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45d reload loaded on the device. The reload was received unfired. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system the device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. Additionally, photos were provided and they showed a device 45 mm from top view, with the battery pack loaded and with a gold reload loaded on the device. A manufacturing record evaluation was performed for the finished device batch number c9et3x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown respiratory procedure, it was observed that the jaws did not open when the tissue was grasped once and grasped it again. Manual override lever was used and the jaws were opened. Another like device was used to complete the case. There was no patient consequence nor surgical delay reported. No additional information provided.